Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08538. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The original equipment manufacturer (OEM) could not perform the device history records (DHR) for this device as the DHR was not available. The device was manufactured on january 17, 2013. It was noted that a design was changed to improve the tolerance of damage to the power switch; counter measure items were shipped after november 18, 2013. An investigation was completed by the OEM and determined that since the product was a produced prior to countermeasures due to a design change of the power switch from the date of manufacture, the OEM determined that the power switch was stuck due to the amount of operating force and the number of times the power switch was applied exceeding the expected value. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced video system was returned to the olympus service center for evaluation. The unit was tested and inspected and confirmed the reported ¿it will not power up and the power button is stuck in¿ as the main button switch was broken. The unit was equipped with the old software version. All other functions and all video in/output signals tested appropriately. A review of the unit's history shows the unit was purchased on (B)(6) 2013 with no previous repair records. The cause of the reported event cannot be determined at this time as the investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that the evis exera iii video system center would not power on and the power button was stuck in. No patient injury or harm was reported.